Event description:
It was reported that the ventricular pace and sense lead was now measuring r waves at 1.2 mv a decrease since implant. Physician reprogramed to integrated bipolar. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was reported that the ventricular pace and sense lead was now measuring r waves at 1.2 mv a decrease since implant. It was later noted that the physician reprogramed to unipolar. Device is still in use. No patient complications have been reported as a result of this event.